Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had their device removed because it didn't work; since implant it helped the patient¿s symptoms ¿zero.¿ no further patient complications are anticipated or expected as a result of this event.